Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis procedure performed on (B)(6) 2026. It was reported that during the procedure, all the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned. During the media inspection of the picture attached by the customer, it was possible to observe that the bands were overlapped. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. The commercial risk threshold rate for bands failure to deploy is (B)(4) and the current observed complaint rate is (B)(4). The threshold has not been exceeded, and risk benefit of the product is acceptable. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis procedure performed on (B)(6) 2026. It was reported that during the procedure, all the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.